Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had an insulin pump alarm. Customer stated that the motor was making noise but it¿s not delivering. Customer stated that the insulin pump was unable to rewind. Customer stated that the insulin pump was able to clear. No harm requiring medical intervention was reported. The device will be returned for analysis.